Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported a sensor error occurred that lasted approximately 3 hours. The patient was at school and the nurse reported the continuous glucose monitor was beeping and not displaying any values. A finger stick was performed, and his blood glucose was high (no value provided). The patient was taken to the emergency department and was evaluated by a physician. No symptoms or treatment information was provided. The event occurred seven days after the sensor had been inserted (sensor inserted on (B)(6) 2019). At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.